Event description:
It was reported that the right ventricular was accidently cut-off during a replacement procedure for normal battery depletion. The lead was surgically abandoned and was replaced with a new lead. The patient is a participant in the shock-less study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.